Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "bacterial infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was injected with 0.4 ml of juvéderm® volbella® with lidocaine micro aliquots on the tear trough and with 0.2 ml on nl1, and 0.2 ml on ck3, using juvéderm® voluma¿ with lidocaine. In the evening, patient experienced swelling on the face. The hcp treated the patient with augmentin and enzoflam as the patient also had a slight cold, deemed not device related.